Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. The 27mm wds was deployed, however after multiple recaptures, the closure device was canted and a gap was present. The 27mm wds was removed and exchanged for a 24mm wds. The 24mm wds was inserted and deployed, however a gap of approximately 4mm was present. The 24mm wds was removed and exchanged for a new 27mm wds. The 27mm wds was inserted and deployed. Position, anchor, size, and seal (pass) criteria were met and the wds was released. Upon release, the closure device shifted proximally, no longer meeting pass criteria. Echocardiogram was reviewed and the decision was made to retrieve the closure device. A non-boston scientific (bsc) biopsy forceps were inserted through the was. Multiple attempts were made to retrieve the closure device with the non-bsc biopsy forceps, however the closure device embolized to the mitral valve and into the left ventricle. Cardiac surgery was consulted and the patient was transferred to the operating room for surgical retrieval. The closure device was surgically removed and the laa was ligated. The patient remained stable throughout the procedure and is recovering in the intensive care unit.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. The 27mm wds was deployed, however after multiple recaptures, the closure device was canted and a gap was present. The 27mm wds was removed and exchanged for a 24mm wds. The 24mm wds was inserted and deployed, however a gap of approximately 4mm was present. The 24mm wds was removed and exchanged for a new 27mm wds. The 27mm wds was inserted and deployed. Position, anchor, size, and seal (pass) criteria were met and the wds was released. Upon release, the closure device shifted proximally, no longer meeting pass criteria. Echocardiogram was reviewed and the decision was made to retrieve the closure device. A non-boston scientific (bsc) biopsy forceps were inserted through the was. Multiple attempts were made to retrieve the closure device with the non-bsc biopsy forceps, however the closure device embolized to the mitral valve and into the left ventricle. Cardiac surgery was consulted and the patient was transferred to the operating room for surgical retrieval. The closure device was surgically removed and the laa was ligated. The patient remained stable throughout the procedure and is recovering in the intensive care unit. It was further reported from the patient's spouse, that after the procedure, the patient experienced vision loss. A computed tomography (CT) scan was performed revealing a stroke had occurred. It was further reported from the food and drug administraion (FDA) medwatch report that when the closure device embolized, it adhered to the anterior leaflet of the mitral valve, prior to being explanted.